Manufacturer narrative:
Updated a1, g1, h6: this MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
Additional information: the event occurred during testing, with no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of double beep was verified. The event log did not show the error. The downstream occlusion sensor will be replaced in service. Use testing was performed. The problem source is the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump had double beep no cassette error and screen damage. No reported adverse effects.